Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): (B)(6). Postal code: (B)(6). Phone: (B)(6). Mobile: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of ncompass nitinol tipless stone extractor would not opened. The failure was discovered prior to use. Another of the same device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annexes a and g). Investigation ¿ evaluation: as reported, the basket of a ncompass nitinol tipless stone extractor would not open. The failure was discovered prior to use. Another of the same device was used to complete the procedure. No adverse effects were reported. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned in opened packaging. A function test identified the handle does not actuate basket formation. The support sheath was observed to have come loose from the basket sheath. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found a nonconformance event for devices that would not open/close; all non-conforming product was scrapped and there are 100% inspections to capture this non-conformance. A database search for complaints on the reported lot found no additional complaints reported from the field. The information provided upon review of complaint file, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1 was reviewed and did not contain information related to the complaint. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was unable to determine a cause for the basket sheath damage. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.